Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during a generator change, the atrial lead would not set with the set screw. The physician completed the replacement with a new device and the patient was stable throughout.